Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 246, 133, 203, 192 and 153 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 12/31/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 246 mg/dl, date: 01/12, time: 18:11am, fasting it was am . Result 2: 133 mg/dl, date: 01/11, time: 5:52am, fasting was am more than 2 hours after breakfast. Result 3: 203 mg/dl, date: 01/10, time: 4:22am, fasting was am. Result 4: 192 mg/dl, date: 01/09, time: 4:11am, fasting was am. Result 5: 153 mg/dl, date: 01/08, time: 3:55am, fasting was am.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and expired test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Level 1 control test was conducted using the replacement products: results were within range. Mother stated the son has diarrhea and he wasn't eating well but she stated that is due to a virus. She made an appointment with the pediatrician because of the diarrhea. The doctor told her that it was a virus and they prescribed him antibiotics. A blood test was also performed-result was 56mg/dl. Customer stated it was low and a new case was opened- internal report reference number (B)(4). Note 2: this complaint event took place outside of the united states (mexico).